Manufacturer narrative:
Date of birth: unknown, (B)(6).

Event description:
It was reported that the patient presented with recurring incontinence over the last few months. The artificial urinary sphincter (aus) was originally implanted some time in 2017 and then stopped working. The aus device was explanted and a new aus device was implanted successfully.